Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of approximately 45 mg/dl, cause was unknown. Customer addressed bg level by consuming carbohydrates and disconnecting from the pump. Subsequently, the customer's bg rose over 550 mg/dl. Customer went to the emergency room and was treated with long acting insulin to address bg level. Reportedly, the customer was released a few hours later in "stable" condition with bg of 120 mg/dl. Recommendation was made to consult with healthcare provider regarding diabetes management.